Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 064) issue. The reporter stated that the patient had a blood glucose (bg) of 360mg/dl with symptoms of dehydration and polydipsia. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and the patient was on the prime/fill cannula function when the alarm occurred. This report is being reported due to the bg excursion the patient experienced due to an alleged call service alarm issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/30/2016 with the following findings: a review of the pump's black box showed evidence of two call service 064 alarms associated with high force due to occlusion during prime on (B)(6) 2016 at 17:20 and 17:37; insulin delivery was not resumed following the call service 064 alarms. The rewind, load and prime steps were performed successfully. The pump was exercised for 24 hours with no alarms occurring. The daily insulin delivery totals correctly reflected user's programmed basal rates. The pump passed a delivery accuracy test and found to be delivering within required specifications. The alleged issue could not be duplicated.